Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called lifescan in 2004 and complained that his meter was prompting an error "s" message. The patient stated he obtained an error "s" message. The lfs customer care representative attempted to verify that the message was error 5, but the pt stated it was an "s". The representative attempted to troubleshoot; however, the test would not start. The pt had visited a local medical clinic and was advised to contact lfs. No treatment was reported. The issue was not resolved with troubleshooting. Based on the info provided, there is evidence of a meter malfunction; however, there is no evidence of the pt suffering from a serious injury. A replacement meter is being sent to the pt.